Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant presented with a defective edge before a procedure. There was no patient contact.

Manufacturer narrative:
The product was returned and haptic is nicked/chipped-rejectable on its arm and gusset area, which may have been interpreted as the reported complaint. Product history record review indicated the product met release criteria. Additional observations were as follows: intraocular lens (iol) returned positioned correctly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is nicked/chipped-rejectable on its arm and gusset area. Photo evaluation: the photo shows iol positioned correctly in iol case base. It appears to have solution on it. No conclusion can be determined from the photo provided. We are unable to determine a root cause for the reported complaint. Damage was observed to the lens which could have been interpreted as the reported complaint. The returned iol shows evidence of possible handling due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).